Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 36 to the 80's (mg/dl). Reportedly, to address the bg level, the customer consumed food and set a temporary rate. On (B)(6) 2018, the customer reported a bg level of 170 (mg/dl) due to changing the temporary rate to 60% to address the low bg. Reportedly, the school nurse assisted the customer in delivering a bolus due to observing the pump recommend a bolus dosing of 14 units, and adjusted the recommended dosing to 5 units. The contact alleged that the bolus dosages being recommended by the pump were inaccurate. Review of the pump data logs by tandem technical supports showed that based on the customer's pump settings and bolus entry time, the recommended bolus calculations were accurate. In addition, the pump time was off by a few minutes and humalog insulin was being used for 3 days in the cartridge. The contact acknowledged that the calculations were accurate, and declined additional assistance from tandem technical support.

Manufacturer narrative:
Correction- (the tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours.)